Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year 2 months (the age is calculated from the date of implant to the event date). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted on (B)(6) 2019 with acute onset right sided weakness and numbness of his right face with an associated headache, dysarthria and expressive aphasia. He was found to have a subarachnoid hemorrhage, imaging suggesting no anatomic anomalies and therefore presumed spontaneous in the setting of international normalized ratio (inr) of 4. There were changes to medication and had intubation for airway protection.

Event description:
Additional information: symptoms resolved on (B)(6) 2019 with changes to medications.

Manufacturer narrative:
Investigation summary: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of {heartmate ii/heartmate 3 left ventricular assist system}. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Admitted from outside hospital with acute subarachnoid hemorrhage, intubated for airway protection and extubated on (B)(6) 2019.